Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported surgeon attempted to ligate the cystic duct with the er320. After placing one clip the applier began to "spit" unformed clips. A second applier was then used to complete the case, with the first one being discarded. The second applier "spit" 2 clips but was used to complete the case. There was no consequence to the patient.